Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 22-mar-2021, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2021. On 24-mar-2021, mentor received additional information about the event. Following explantation, the patient was scheduled to undergo replacement surgery with an unspecified mentor gel breast prosthesis. Reason for device explant and/or reoperation: breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 7, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 300cc breast implant was found to be ruptured, it was received in four pieces and incomplete. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. A second product was received (lot-7582781). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-may-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-may-2021, mentor received additional information about the event. The patient had both breast prostheses removed and they were replaced with a mentor memorygel breast implant 325cc gel breast prosthesis and a mentor memorygel breast implant 300cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).